Event description:
It was reported that x-rays confirmed that the s1 lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.